Manufacturer narrative:
Occupation is lay user/patient. (B)(6).

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter when compared to a laboratory result using an unknown method. The meter serial number was not provided. The meter result was 3.4 inr and 3.5 inr and within an hour the laboratory result was 2.32 inr. The customer's therapeutic range is 2.5 - 3.0 inr. There was no allegation that an adverse event occurred. The customer started two new medications recently. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The customer did not return the materials for investigation. The cause of the event could not be determined.